Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cable connecting ECG a and b to front te was cut, damaging wires within the cable. The cause for the failure was isolated to an cut pulse wire in the cable connecting ECG "a" and ECG "b" and a cut -5v wire connecting ECG "a" and ECG "b" to the front te. The root cause for the cut wires was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was experiencing "check therapy pad" messages.